Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was yesterday the pt went to their pain doctor and the pt told them that starting a week ago they had shocks from their back area from the stimulator. They ended up taking pictures from the x-ray to see if the leads moved from the battery. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having really bad migraines from the stimulator. Patient stated they had an appointment to go back to the surgeon who installed the implanted device and the healthcare provider (hcp)wanted a manufacturer representative to call them. Patient said the migraine started after they got the surgery, but it stopped so they told their pain doctor and the pain doctor took pictures of it and the doctor said it looked like the leads in the patient's back had moved. Patient called the representative 4 times regarding the issue, but did not hear back. Agent emailed reps.